Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the first firing, the surgeon tried to push the plastic knob. However, could not push it and could not fire the device. Replaced by a new cartridge, however, the firing stopped on the halfway. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with no visual abnormalities. The single use loading unit (sulu) was loaded into a pmv representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.